Manufacturer narrative:
(B)(4)

Event description:
Doctor indicated loosening of the locator abutment in lower jaw. Doctor reported that abutments were placed in 2012 by another medical centre.

Manufacturer narrative:
No product was returned for inspection. At this time, we are working on retrieving a DHR review from the supplier.

Event description:
No further event information available at the time of this report.